Event description:
Pt claims that she has been experiencing high blood sugar levels for the past two weeks. Pt also complains that she has gone through several batteries in the last two weeks and that the display screen seems to be fading. Troubleshooting was performed on the pump and no problems were reported. This required no physician or hospital intervention. Insulin injections were administered at home.